Manufacturer narrative:
Concomitant medical products: product ID: 4968-35, product type: lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high threshold, inability to capture and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.